Manufacturer narrative:
H3: pending investigation. D10: 1490036 - 02-012-35-5015 - logic tibia ps mod insert sz 5 15mm 4161480 - 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t 4161325 - 200-02-38 - three peg patella 38mm h7: z-0021-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2015. The patient complained of pain and was revised on (B)(6) 2023 due to a loose femur and recalled poly. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Additional information: b4, d4 UDI number. Correction: h6 clinical code.

Event description:
As reported by legal notification, the patient was required to undergo revision surgery due to severe pain, swelling, and instability due to wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of tibial prosthesis wear. The root cause of the prosthesis wear cannot be confirmed by the provided images and clinical information, and devices were not available for evaluation. Additionally, a contributing factor to the reported wear may have been the result of the insert being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of tibial prosthesis wear. The root cause of the prosthesis wear cannot be confirmed by the provided images and clinical information, and devices were not available for evaluation. Additionally, a contributing factor to the reported wear may have been the result of the insert being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of tibial prosthesis wear. The root cause of the prosthesis wear cannot be confirmed by the provided images and clinical information, and devices were not available for evaluation. Additionally, a contributing factor to the reported wear may have been the result of the insert being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.